Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, due to patient require MRI imaging due to seizures. Device analysis indicated device failure.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to seizures. The patient was reimplanted with another cochlear device on (B)(6) 2025. Additional information has been requested but it has not been made available as of the date of this report.